Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained through the femoral artery. The 80% stenosed, 30x4mm, eccentric and de novo target lesion was located in the tortuous and severely calcified left anterior descending (lad) artery. After predilating, a 4.0x32mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. It was noted that a stent strut became damaged and the device was exchanged with another of the same device to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified that both the distal and proximal ends of the stent were partially deployed. No damage was noted to any individual strut. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is related to user/use error. The complaint states that the lesion was severely calcified. However, heavily calcified lesions are contraindicated in the directions for use. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained through the femoral artery. The 80% stenosed, 30x4mm, eccentric and de novo target lesion was located in the tortuous and severely calcified left anterior descending (lad) artery. After predilating, a 4.0x32mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. It was noted that a stent strut became damaged and the device was exchanged with another of the same device to complete the procedure. No patient complications were reported and the patient's status is stable.